Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an arrhythmia which was detected in the monitor only zone and the device delivered an electric shock. Boston scientific technical services (ts) was consulted and discussed the rhythm initiated in the vt-1 zone with what looked like a sinus tachycardia and then accelerated into the vf zone. Quick convert was delivered which looked like it slowed the rhythm but only into the monitor zone and the shock was already committed and delivered. Ts recommended reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.